Event description:
The customer observed a falsely elevated ca19-9 xr result for one patient on the architect i2000sr analyzer. The following data was provided: at 8:24 initial: 279.43 ug/l, at 9:23 repeat 45.51 ug/l, at 10:04 repeat 42.86 ug/l (all 3 times specimen aspirated from aliquot tube), at 11:24 repeat measured directly from primary tube 65.26 ug/l. The customer uses a normal range of 0 to 37 ug/l. Abbott field service visited the customer and cleaned and checked the instrument. The valve pressure check failed, and the field service representative replaced valve 1 on both wash zones, and then all verification procedures passed. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included a review of historical and complaint data, a review of labeling, and accuracy testing. Review of the data did not identify any product issue or adverse trend. Labeling was reviewed and found to be adequate. The architect ca 19-9 xr reagents were able to accurately detect the sample when it was retested three times. Based on the results of this investigation, no malfunction or deficiency was identified.